Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel below the knee. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation at 3 atmospheres for 2 seconds, the balloon ruptured and the contrast media was found to be leaking under fluoroscopy. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.